Event description:
Customer technical advocate was contacted with regard to pt hemoglobin and hematocrit values not matching when generated on a cell-dyn 1800 analyzer. An initial hgb=4.8 g/dl and hct=37.5% was obtained. The sample was repeated on another cell-dyn 1800 analyzer yielding hgb=12.1 g/dl and hct=37.6% which were reported. No impact to pt management was reported.